Manufacturer narrative:
Evaluations summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted no sutures and 1 needle. The needle was received with needle and needle tip broken. Upon microscopic inspection, instrument marks were observed on the needle tip. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The observed instrumentation damages suggested that the needles were grasped improperly at the needle tip during application. Firmly grasping the needle at the tip weakens the needle causing it to bend and/or break. The recommended grasping area of the needle is at the needle body, where the wire is of a full diameter. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the needle tip broke when suturing a tissue. The tip was discovered with an x-ray and retrieved. The surgical time was extended less than 30 min. The status of the patient is no problem.